Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced a low glucose event while wearing a g7 cgm, which was cross-checked by fingerstick showing 159 mg/dl after consuming food; the patient had recently announced a meal and was within the initial adaptation period of ilet use. Symptoms included hypoglycemia requiring oral carbohydrate intake. Outcomes included correction of the low with oral glucose and no hospitalization. Investigation included user counseling on meal announcements, snack handling, and adaptation learning, as well as a review of recent use factors such as recent start, cgm readings, and potential overcorrection dynamics. Investigation of this case revealed that the cause of the low was unclear, with potential contribution from learning-phase insulin adaptation and user snack announcements while connected leading to additional insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.